Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose at time of incident was 439 mg/dl. The customer assisted in performing a 5.0 unit fixed prime. The customer stated the insulin exited. Customer stated that cannula is bent. Customer was walked through setting fill cannula back to original setting. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 439 mg/dl. The customer was treated for high blood glucose with pump. Customer declined to further troubleshoot due to knowing the issue is because of bent cannula.